Event description:
It was observed that during the evaluation, the bronchovideoscope exhibited that the image problem was due to damage to the electrical-connector, and the image is disturbed when connector is pushed. There was no report of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the image problem was due to damage on electrical-connector, and the image is disturbed when connector is pushed. Based on the results of the investigation, the most probable causes such as damage or deterioration of parts, environmental problems like dust/dirt/humidity, optical problems, overheating problems, and electrical problems like signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.

Manufacturer narrative:
Updated: b5, h2, h4, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. The product investigation confirmed the reported events. In addition, the investigation found that due to deformation of the bending tube, the joint section between the bending tube and distal end is not secured.